Event description:
Bayer case number: (B)(4) metrorrhagia [metrorrhagia] , alopecia [alopecia] , thyroid problem [thyroid disorder] , thyroiditis [thyroiditis] , fatigue [fatigue] , anaemia [anaemia] , uterine adenomyosis [uterine adenomyoma], bilateral paratubal cysts [paratubal cyst] , hyperthyroidism [hyperthyroidism] , muscle pain [muscle pain] , chronic menorrhagia [menorrhagia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in a 41-year-old female patient who had essure inserted (lot no. D30800) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016 she experienced alopecia ("alopecia"). In (B)(6) 2017 she experienced thyroiditis ("thyroiditis"). In 2018 she experienced intermenstrual bleeding (seriousness criterion intervention required), fatigue ("fatigue") and anaemia ("anaemia"). Essure was removed on (B)(6) 2020. On unknown date she experienced thyroid disorder (" thyroid problem "), adenomyosis ("uterine adenomyosis"), adnexa uteri cyst ("bilateral paratubal cysts"), hyperthyroidism ("hyperthyroidism"), myalgia ("muscle pain") and heavy menstrual bleeding ("chronic menorrhagia"). The patient was treated with surgery (conservative total hysterectomy. Bilateral laparoscopic salpingectomy ). At the time of the report, the intermenstrual bleeding, fatigue, anaemia, adenomyosis, adnexa uteri cyst, hyperthyroidism and myalgia had not resolved. The outcomes for alopecia, thyroiditis and heavy menstrual bleeding were unknown. No causality assessment was received for essure with regard to alopecia, thyroid disorder, thyroiditis, intermenstrual bleeding, fatigue, anaemia, hyperthyroidism, myalgia, heavy menstrual bleeding, adenomyosis or adnexa uteri cyst. The reporter commented: insertion details: placement of essure implants, with no particular incident or difficulty, respecting the operating protocol and leaving 4 coils visible at the uterine horn on both the right and left sides. An ultrasound of the pelvis is planned for around 3 months¿ time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. [Anti-thyroid antibody positive] in (B)(6) 2017: thyroiditis; (date unknown): positive [pathology test] on (B)(6) 2020: this total hysterectomy is sent intact. It weighs 209 g and measures 115 x 80 x 35 mm. The cervix is 40 mm in diameter by 40 mm in height; the endometrium is 3 mm thick. The first [fallopian] tube is 80 mm long by 10 mm in diameter with a 3 mm paratubal cyst. The second tube is 80 mm long by 10 mm in diameter with an 8 mm paratubal cyst. Presence of essures found bilaterally. Uterine adenomyosis and bilateral paratubal cysts. No malignancy. Careful haemostasis. Complete peritoneal cleansing. Trocar removal under visual control. Exsufflation, followed by closing of aponeurosis using vicryl sutures 0 and absorbable threads on the skin. Blood loss: 0 transfusion: no [ultrasound thyroid] in (B)(6) 2017: not available. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.